Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized for high blood glucose and diabetes ketoacidosis on (B)(6) 2019. The blood glucose at the time of the incident was 600 mg/dl. The customer was using auto mode function at the time of the event. The customer treated high blood glucose with intravenous fluids and insulin dripmanual injection and bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer also stated that, the insulin pump was stopped working due to high blood glucose. The insulin pump will not be returned for analysis.